Manufacturer narrative:
Additional information received from the account, indicated that the intraocular lens, serial number((B)(6)) which was initially provided to johnson & johnson. And was ultimately entered in the initial emdr report for the left eye was incorrect. It was clarified, that the patient had bilateral lens implants. And the account inadvertently provided the sn for the right eye of the patient instead of that for the left eye. The correct serial number for the patient's left eye with the reported tass issue is sn (B)(6). Which is captured in this supplemental report. The account confirmed, that the right eye was implanted on (B)(6) 2020. And no tass issues or complications were reported on that eye. It was also indicated, the patient was a female and that the post-op drops given to the patient were ofloxacin, lotemax and prolenza. The following fields were updated accordingly: section a3: sex/gender: female. Section b2: outcomes attributed to adverse event: required intervention. Section d4: serial #: (B)(6); section d4: expiration date: 2/18/2024; section d4: UDI #: (B)(4). Section d11: concomitant medical products: phaco machine, sn unknown, phaco disposable tubing, lot unknown. Section h4: device manufacturing date: 2/18/2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed, as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found, during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed, an additional complaint received for this production order number for packaging issues. Which is unrelated to the complaint reported in this case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Sex/gender: unknown/ not provided. If explanted, give date: not applicable, the lens remains implanted to date. Concomitant medical products: healon endocoat, lot 028551, balanced salt solution (bss) irrigation solution, prolystica, quick rinse phone number: unknown/ not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that toxic anterior segment syndrome (tass) occurred in the left eye of a patient which was implanted with an intraocular lens. Besivance ophthalmic eye drops 3x daily for 1 week (normal post cataract order) was prescribed to the patient. It was indicated that the was a severe inflammation; however, the patient has recovered. The lens remains in the patient's eye. No further information was provided. This emdr report is for the intraocular lens, model zcb00. A separate emdr is being submitted for the healon endocoat device.